Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing recharge burden. Surgical intervention took place to explant and replace the ipg. Surgical intervention addressed the issue.

Manufacturer narrative:
Based on information obtained, decision is not reportable at this time. It is expected with aging of the device the recharge burden will increase. Per product requirement document 53-5026 rev k, the minimal rechargeable battery longevity is 10 years for the eon mini model 3788, as calculated from the nominal operating parameters. The ipg has been implanted for 123 months and hence is considered as normal device characteristics. Decision is not reportable and can be re-evaluated if additional information is obtained.

Event description:
Based on information obtained, decision is not reportable at this time. It is expected with aging of the device the recharge burden will increase. Per product requirement document 53-5026 rev k, the minimal rechargeable battery longevity is 10 years for the eon mini model 3788, as calculated from the nominal operating parameters. The ipg has been implanted for 123 months and hence is considered as normal device characteristics. Decision is not reportable and can be re-evaluated if additional information is obtained.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported that the patient had their ipg replaced on (B)(6) 2019. The reason behind the replacement is unknown at this time and is pending the receipt of further information.